Event description:
It was reported that during a cholecystectomy procedure the jaw of the device did not return normally at the fourth firing. The clip jumped out at the next firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.